Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unexpected reset alarm. Customer's blood glucose level was 85-86 mg/dl. Customer resumed insulin therapy on their pump.